Event description:
It was reported to minimed that the customer experienced a high blood glucose event after the sensor did not function properly. The event involved product(s) unk_sensor,unomedical,unk_reservoir,unk_ngp. The customer reported that blood glucose increased and assisted with treatment by doctor. Additional details regarding the blood glucose value and treatment were not provided. Troubleshooting was declined. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Concerns regarding the transmitter not blinking when connected to the sensor or the sensor warm-up not started. No further patient complications were reported. No product replacement or return was requested for unk_sensor,unomedical,unk_reservoir,unk_ngp.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.